Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and six of the struts had perforated the inferior vena cava (ivc) by up to 4.49mm. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted and six (6) prongs of the filter have perforated through the ivc, perforating through at a maximum distance of 4.49mm. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures; which, can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain suffering and other damages.

Manufacturer narrative:
Correction: section a3 (patient sex) additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d11 (concomitant medical products: 28-gauge single wall needle, .018 mandrel wire, 4fr dilator, standard wire, introducer sheath, catheter and pusher) section g4 (date received by the manufacturer) complaint conclusion: as reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes lower extremity dvt and recent pulmonary embolus. Via right groin, the right common femoral vein was accessed and a trapease ivc filter was deployed. An ivc gram verified correct placement of the filter and the procedure was completed successfully without complication. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the filter is tilted and six (6) prongs of the filter have perforated through the ivc, perforating through at a maximum distance of 4.49mm. Per the patient profile form (ppf), the reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from memory loss, hallucinations and dysphasia. There is no medical evidence to link the reported events of memory loss, hallucinations and dysphasia to the indwelling ivc filter. Possible causes of reversible memory loss include: medications. Minor head trauma, emotional disorders, alcoholism, vitamin b12 deficiency, hypothyroidism and brain diseases. There is no evidence to link the ivc filter to the event of memory loss. Common causes of hallucinations include schizophrenia, parkinson¿s disease, alzheimer¿s disease, migraines, brain tumors, epilepsy and drugs both prescription and non-prescription. There is no evidence to link the ivc filter to the event of hallucinations. Dysphagia is usually caused by another health condition, such as: a condition that affects the nervous system, such as a stroke, head injury, or dementia of cancer, such as mouth cancer or esophageal cancer. Gastro-esophageal reflux disease (gord), where stomach acid leaks back up into the esophagus. These events will remain non-complaints for the filter device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted and six (6) prongs of the filter have perforated through the ivc, perforating through at a maximum distance of 4.49mm. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures; which, can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fractures, embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain suffering and other damages. The following additional information was received per medical records: the patient presented as an obese male with history of lower extremity dvt and recent pulmonary embolus. Via right groin, the right common femoral vein was accessed and a trapease ivc filter was deployed. An ivc gram verified correct placement of the filter and the procedure was completed successfully without complication. The patient tolerated the procedure well. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 16 years post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from memory loss, hallucinations and dysphasia.